Event description:
It was reported that the patient was experiencing frequent ipg charging. It was noted that the patient had a non-device related surgery, and it was believed that the ipg was negatively affected. The patient underwent an ipg replacement procedure.